Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implantable infusion pump. It was reported that it was confirmed that the catheter was occluded. The healthcare provider (hcp) wanted to detach the catheter from the pump and deliver a bolus through the catheter access port (cap). The reporter was to follow up with the hcp. No troubleshooting, patient symptoms, interventions, cause of the catheter occlusion, pump medications or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.